Event description:
Caller reported that the indicated battery charge dropped significantly in a short period, but it did not reach 5% nor result in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on battery best practice tips, and the caller was advised to monitor the system and call back if the issue persists.